Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power on. Review of the downloaded data file indicates that the monitor reset on the fourth pulse during testing at the distributor. Upon evaluation, there was thermal damage at the belt receptacle and the low voltage circuitry was damaged. The cause of the damage is the pulse energy during the reset. The root cause of the reset cannot be positively identified due to the extensive damage. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.